Manufacturer narrative:
Update to d9, h2, h3. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus and underwent a visual inspection and functional tests. The device failed the functional tests and the customer¿s allegation was confirmed: needle tube is broken near the tip of the needle tube. Based on the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.

Event description:
No new information was received from the customer.

Manufacturer narrative:
Update to d8, d9. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and therefore the reported failure was not confirmed. Based on the results of the investigation, and due to the device not being returned, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during puncture of a lymph node, the tip of the needle fractured approximately 1 centimeter. The tip of the aspiration needle appears to be in place in the lymph node. The needle procedure was stopped. There were no reports of patient or user harm.